Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. The proximal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The inner insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated apparent explant damage. The analyst noted there was tissue on the lv2 distal end of the proximal conductor. There was blood in various locations on the conductors from explant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing phrenic nerve stimulation from the left ventricular (lv) lead intermittently and possibly during automatic device testing. The lead was reprogrammed. The patient was evaluated the following week with continued intermittent stimulation. The lead was programmed back to the previous setting and was subsequently explanted and replaced. After the procedure, the patient demonstrated confusion, impulsivity and agitation, possibly in response to pain medication that was administered. Medication was changed and the patient was monitored for an extra day. The patient's mental status steadily improved and they were discharged. The cause of their delirium was stated to be most likely due to hospitalization and sedation. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.